Event description:
Customer reported a past low blood glucose event with the lowest level between 45-49 mg/dl, which was treated by consuming glucose tablets. There was no adverse impact to the customer¿s blood glucose level beyond the reported event. Technical support recommended consulting a healthcare provider to discuss potential factors affecting blood glucose levels, and the case remains open pending confirmation of data upload from the customer's pump.